Event description:
It was reported that there was a "sizzling noise in battery self-charging adaptor" of the heartstart xl. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.